Event description:
Healthcare professional reported, right side deflation. And exchange from textured to smooth implants, due to the patients concern with the product. Healthcare professional, additionally noted, capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional additionally noted capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: crease fold, opening, yellow and brown particles on the surface of the shell, plug strap is missing 100%. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage.

Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, exchange from textured to smooth implants due to the patients concern with the product and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional additionally noted capsular contracture, baker grade IV. Device has been explanted and replaced.